Event description:
Upon device return, analysis of the patient programmer found the device was rattling, a capacitor was dislodged from the telemetry module, the device was not working, and the device was to be scrapped.

Event description:
Additional information received reported the recharger was damaged in a residential move.

Event description:
Additional information received reported the programmer was replaced. The programmer had been scrapped as it had a cracked screen. The manufacturing representative had not heard anything further from the patient.

Event description:
It was reported the patient programmer and recharger were not working. The patient had slipped and fell over the weekend and the implantable neurostimulator (ins) had an issue where stimulation increased and they were not able to turn it down. The patient was able to get to the hospital to have stimulation adjusted back to normal. The ins was determined to be fine. The patient programmer was not working and it was ¿rattling.¿ the recharger main screen was shattered. The programmer and recharger were to be replaced.

Event description:
Additional information received reported the recharger screen was damaged and the patient was given a replacement. The recharger was to be scrapped.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(6), product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).